Event description:
It was reported by service report that the cpu stopped working properly and the bed up and down function would not work causing it to be stuck in high position. No pt involvement or adverse consequences are reported.